Event description:
Customer reported the system intermittently will not display an image, or image will be all white. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the fluoro functions board and adjusted the 5v power supply. System operates as intended. (B) (4)